Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1870. It was also reported the lens had scratches. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed it was missing the rear upper label. Review of the event history log showed one occurrence of the reported error code. Functional testing involved running the pump in user mode and opening the pump. The reported issue could not be duplicated during the investigation. After clearing the error code, the pump ran normally and no error codes appeared. One possible, but unconfirmed, problem source was listed as a small piece of plastic that was found to have broken off the housing which may have temporarily caused a motor issue and caused the reported error code. Based on the investigation, the complaint allegation was not confirmed.